Event description:
Reporter indicated the patient will be monitored clinically with the vns "on" for now.

Event description:
Reporter indicated that a pt had high lead impedance with vns diagnostics testing. The pt was also experiencing voice alteration with her vns stimulation, and this was a normal event for her. The vns was not disabled at the reporter's discretion, and the pt was not having any adverse events. The pt had no trauma and does not manipulate the vns. Prior to (B)(6) 2012, the pt had not been seen by the reporter since (B)(6) 2006. Surgery to replace the vns lead and generator is likely, but has not occurred to date.

Event description:
Reporter indicated the patient had vns generator replacement only on (B)(6) 2012. Vns diagnostics with the new generator and resident lead still resulted in high lead impedance, but the surgeon elected not to replace the lead. As the lead pin was reinserted into the new generator and high lead impedance still resulted, a lead pin issue has been ruled out and a lead fracture appears more likely as a cause for the high impedance. The new generator was programmed on to deliver therapy. The plan of care is to observe the patient for any changes in seizures. The surgeon was advised to replace the lead due to the high lead impedance, as it could not be certain that therapy was being delivered as intended. Follow up with the explanting hospital revealed the generator was discarded.

Manufacturer narrative:
Conclusion: device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient underwent full vns replacement surgery due to battery depletion and high impedance. During attempts at product return, it was revealed that the facility, historically, discards explanted products.